Event description:
It was reported the device was dropped and had a broken case. The device was returned for service. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower cases were broken. It was also noted that the battery release, knobs, heart block, lead flex cover and heart wire contacts were contaminated, the side bail covers and ring cover were broken, the battery contacts were compressed, the ring was bent and the liquid crystal display (lcd) was out of specification.